Event description:
Customer reported a power failure occurred on this pump during biomed testing. Although requested additional info has not been provided on this report. No pt involvement has been reported.

Manufacturer narrative:
Device has been received for evaluation. A follow-up report will be submitted when the evaluation is complete.